Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 628431) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems - depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2009, she implanted essure. (Per ppf: discrepancy noted). She received treatment for pelvic pain/ abdominal pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: essure device was successfully occluded, bilateral occlusion.; on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: essure removal date added. Incident category updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.